Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead measured higher r waves with the analyzer than with the implantable pulse generator. The lead was repositioned several times and is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.